Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was deployed to the point of no recapture, a left bundle branch block occurred. Subsequently, the patient's heart rhythm did not return to the intrinsic rhythm. However, a permanent pacemaker was not implanted. Following valve implant, it was reported that plaque or calcifications embolized. Subsequently, a stroke was noted with associated hemiplegia. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was deployed to the p oint of no recapture, a left bundle branch block occurred. Subsequently, the patient's heart rhythm did not return to the intrinsic rhythm. However, a permanent pacemaker was not implanted. Following valve implant, it was reported that plaque or calcifications embolized. Subsequently, a stroke was noted with associated hemiplegia. No additional adverse patient effects were reported. Additional information was received that the stroke occurred within half a day of the valve implant, and was confirmed via a neurological assessment. It was reported that the patient may have experienced hemiplegia; however, was unconfirmed. No treatment was performed for the stroke as it appeared to be a calcified lesion and could not be treated. Contributing patient-related factors included severe calcification that possibly scattered when the valve was deployed or during the pre-implant balloon aortic valvuloplasty. Per the physician, the valve and the delivery catheter system contributed to the stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.